Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the large hem-o-lok clip applier instrument. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. No image or video clip for the reported event was submitted to isi for review. An instrument log review for the large hem-o-lok clip applier (part# 470230-12 / lot/serial#(B)(4)) instrument associated with this event has been performed. The large hem-o-lok clip applier was last used on (B)(6)2022 via system serial# (B)(4) . There were 29 uses remaining. This complaint is considered a reportable malfunction due to the following conclusion: the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, it was noted that the large hem-o-lok clip applier instrument did not close completely. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the reporter to confirm that the instrument was inspected prior to use. There was no instruments that collided with the hem-o-lok clip applier. Large clips were used in the procedure. The surgeon could not confirm the closure of the clip after ligation. The customer could not confirm the size of the vessel clipped in the procedure. The customer was unable to provide patient demographic information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) did not replicate or confirm the customer reported complaint. Fa found the primary failure of unable to test to be related to the customer reported complaint. Functional testing of the device in an attempt to replicate the reported complaint is not possible due to the returned condition of the device. No grip misalignment was observed. As a result, functional tests were unable to be performed. Additional observations not reported by site: the instrument failed mechanical engagement when placed in the system (error code 22020). Instrument inputs failed to engage with the sterile adapter in multiple attempts. Common causes of engagement failures are attributed to an over-constrained design condition between the mating parts of the instrument and instrument sterile adapter disks. The instrument was found to have an input disk broken. Hairline cracks were found on grip input shafts. Input disk #6 was found broken into pieces inside of the housing. This failure likely caused the engagement failure observed during in-house testing. The root cause of this failure is attributed to mishandling/misuse. Signs of corrosion were found on the instrument bearings. Grip input disk bearings exhibit orange discoloration. Common causes of this failure mode are typically attributed to mishandling/misuse. For example, this could be by improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing.

Event description:
Refer to h10/h11 for follow-up information.